Event description:
A group of falsely depressed sodium (na) results was obtained on patient samples. The results were reported to the physician. The samples were repeated after a trend was detected in the laboratory and higher results were obtained. One patient was sent to an emergency department for repeat testing. It is unknown if patient treatment was otherwise altered or prescribed on the basis of the falsely depressed sodium results. There was no report of adverse health consequences as a result of the falsely depressed sodium results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium results is non-standard use. The account used an after market (non siemens) calibrator with the dimension quiklyte imt system. The standard a substituted by the customer (diamond diagnostics standard a) for the appropriate siemens standard a on-board calibrator constitutes non-approved use by the customer. The instrument is performing within specifications. No further evaluation of the device is required.